Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had extreme tortuosity in the aortic neck and iliac arteries. It was reported that during the procedure the physician had to constrain and reposition the trunk-ipsilateral leg component in order to canulate the gate. The contralateral leg component was deployed and the physician noticed a kink in the left common iliac limb of the device. The physician ballooned in several areas and smoothed out the kink. The patient tolerated the procedure. Approximately four hours post procedure, the physician confirmed a loss of pulse in the left limb of the patient. The physician reintervened and discovered the contralateral leg component had re-kinked. He implanted two stints inside the kinked contralateral leg component. This resolved the issue. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.